Event description:
It was reported that during a vats lobectomy procedure, on the 4th or 5th firing, the device was clamped down on tissue and the surgeon began to fire but felt resistance. The device was locked on tissue. The surgeon was unable to get it off the tissue. The surgeon used a second device, fired it next to the first one and was able to remove the device and tissue. No surrounding tissue was damaged.

Manufacturer narrative:
(B)(4). Jammed knife. The (B)(4) device was received for analysis in good visual condition, with the anvil closed, and with a golden cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The clamping mechanism was noted to be damaged. No functional test could be performed due to the condition of the returned device. The device was disassembled to verify internal component and the closure trigger top was found broken, this is consistent with applying a large prying force on the closure trigger handle in the opening direction. It should be noted that if the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. Please reference instructions for use for additional information. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
Information anticipated, but unavailable at this time.